Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via distributor that a skin reaction had occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2024, the patient experienced a skin reaction involving rash, redness, and infection. The affected area was not specified, and the reaction occurred an unknown number of days after sensor insertion into the arm. The reaction was treated with a prescription for oral penicillin. At the time of the report, the patient was reportedly doing okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.